Event description:
The customer contacted spacelabs healthcare and reported a xhibit central station lost audio. The customer was advised to reach out to their internal biomed team to resolve. Spacelabs technical support has attempted multiple attempts to get additional information. At this time, cause of failure is unknown. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.